Manufacturer narrative:
No device was returned for investigation.

Event description:
It was reported that the device was leaking.

Manufacturer narrative:
Additional information d4 is unknown. No product information has been provided to date.d4 catalog number d5 h6 this MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover, wear and tear damaged enclosure and plate clip. Outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be the tank cover leaked due to cracks around the corners. Damage caused by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: d1 d2 d3 d10 h3.